Event description:
During an atrial fibrillation ablation with pulse field ablation, a farawave device was selected for use. St elevation occurred during the electrophysiology (ep) study. The patient was administered isuprel, and pacing maneuvers were employed. The patient had previously undergone coronary artery bypass grafting (CABG). The attending physician believes that the administration of isuprel during the ep study may have been excessive. An interventionalist took over the procedure, performed cardiac catheterization, administered contrast, and determined that the patient required a stent. The procedure was halted, and the device will not be available for return due to disposal. Additional information revealed that only a coronary sinus catheter remained in the patient's heart for pacing maneuvers. This occurred at the conclusion of the procedure, as the physician was finalizing the electrophysiology study.

Manufacturer narrative:
Correction to impact codes updated f19: surgical intervention to f23: unexpected medical intervention. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation with pulse field ablation, a farawave device was selected for use. St elevation occurred during the electrophysiology (ep) study. The patient was administered isuprel, and pacing maneuvers were employed. The patient had previously undergone coronary artery bypass grafting (CABG). The attending physician believes that the administration of isuprel during the ep study may have been excessive. An interventionalist took over the procedure, performed cardiac catheterization, administered contrast, and determined that the patient required a stent. The procedure was halted, and the device will not be available for return due to disposal.

Manufacturer narrative:
Correction to the initial MDR in block g2: report source: removed foreign additional information added to b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During an atrial fibrillation ablation with pulse field ablation, a farawave device was selected for use. St elevation occurred during the electrophysiology (ep) study. The patient was administered isuprel, and pacing maneuvers were employed. The patient had previously undergone coronary artery bypass grafting (CABG). The attending physician believes that the administration of isuprel during the ep study may have been excessive. An interventionalist took over the procedure, performed cardiac catheterization, administered contrast, and determined that the patient required a stent. The procedure was halted, and the device will not be available for return due to disposal. Additional information revealed that only a coronary sinus catheter remained in the patient's heart for pacing maneuvers. This occurred at the conclusion of the procedure, as the physician was finalizing the electrophysiology study.